Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an alarm. This alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose was unknown at the time of incident. Customer report the insulin pump had low battery less than one week without sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Insulin pump received power error due to j6 connector resistance issue.